Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned for evaluation by zoll manufacturing corporation. The monitor evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The electrode belt evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. As received, the electrode belt failed the functional ECG fall-off test. Upon investigation, there was contamination on the j7 wire in ECG a, affecting the side-to-side channel. The contamination did not affect the essential functionality of the electrode belt as the device is designed to have two ECG channels. The contamination did not affect the front-to-back channel. There is no evidence that the contamination contributed to the inappropriate defibrillation event as the ECG recordings from the defibrillation event confirm that the side-to-side channel was fully functional at the time of the treatments.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2016 at 7:18pm while in the hospital for a non-cardiac related illness. It was reported that the patient had bowel obstruction and passed away. Per review of the patient's downloaded flag data, the patient received three inappropriate defibrillations on (B)(6) 2016 between 01:17:02 and 01:44:16 am. The rhythm at the time of the first treatment (150j) was bradycardia with pvcs and CPR artifact. The post shock rhythm remained bradycardia with pvcs and CPR artifact. The pre and post-shock rhythm of the second treatment was CPR artifact with underlying cardiac activity. The monitor delivered a high energy pulse (174j) during the second treatment. The high-energy pulse was caused by a lower-than estimated impedance of 18 ohms and not a device malfunction. The rhythm at the third treatment (153j) was tachycardia at 170 bpm with pvcs and CPR artifact. The post shock rhythm was sinus tachycardia at 140bpm with pvc and CPR artifact. CPR artifact contributed to the 3 false detections. The electrode belt was disconnected at 1:45:14am while the patient was in a non-treatable rhythm. The patient subsequently passed away around 7:18pm.